Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned, including but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned, including but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received from a patient profile form that the ivc filter had perforated outside the ivc, migrated and tilted. There were also blood clots, clotting, and/or occlusion of the ivc and the device was unable to be retrieved. However, there were no removal attempts made. The patient had a CT scan and the report noted migration of the filter below the lower renal vein. Further, the filter tilted anteriorly and the filter struts perforated the wall of the ivc. The patient further claims her device is unable to be retrieved and has suffered from blood clots. Due to these complications, the patient reports to have suffered shortness of breath, chest discomfort, dizziness and pain. These injuries have caused emotional distress, mental anguish, anxiety and stress. Medical records also received indicate the indication for filter placement was recurrent deep vein thrombosis. The trapease ivc filter was placed below the renal veins at the level of l3. The patient tolerated the procedure well and there were no procedural complications. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including but not limited to, perforation, migration, tilt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The information also indicated that the device was unable to be retrieved, however there were no documented attempts to remove the filter. The indication for the filter implant was recurrent deep vein thrombosis (dvt). The filter was placed via the right femoral vein and deployed below the renal veins at the level of l3. The patient is reported to have tolerated the procedure well with no complications. Approximately seven years and nine months post implant the patient submitted to a computerized tomography (CT) scan for evaluation of the filter. The report of the scan noted migration of the filter below the lower renal vein, the filter tilted anteriorly, and the filter struts perforated the wall of the ivc. The patient claims to have experienced shortness of breath, chest discomfort, dizziness and pain as a result of these findings. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, migration, perforation of the ivc, clotting and ivc occlusion could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety, dizziness, shortness of breath and chest discomfort do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.